Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging inaccurate erratic readings on her one touch ultra 2 meter. The patient mentioned that she had obtained a result of 108 mg/dl and a 115 mg/dl on the lfs meter less than 20 minutes from one another on (B)(6), 2010. The patient mentioned that approximately 30-45 minutes later after testing she developed symptoms which consisted of shaking and sweaty. The patient did not seek any medical attention or contact their physician for assistance. The back to back readings were less than or equal to 20 mg/dl or 20%. The complaint is being reported since the patient alleged that she developed symptoms suggestive of hypoglycemia after obtaining erratic readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The account stated that the head down would not work on this bed and did not know if the CPR works.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed testing with no faults found. In addition, the retain test strips were tested and no faults were found. If any additional information is available, the FDA will be notified in a third follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.